Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow-up in clinic, there was a loss of capture noted on the right ventricular (rv) lead. The lead was capped and replaced, and during the replacement, there were externalized conductors noted on the lead. The patient was stable with no consequences.